Event description:
Reference number (B)(4). Event occurred in the united states. On 4th oct 2024, patient reported bent cannula which led to moderate ketones. The infusion set was located on abdomen. Patient's high bg was addressed using correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.